Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock. The right ventricular (rv) lead had high pacing impedance. During the revision procedure, the rv lead had normal measurements with the analyzer; however, when it was connected to the new device it had high pacing impedance again. The rv lead was explanted and replaced. It was further reported that the device had early battery depletion due to the inappropriate shock. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.